Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with clips remaining in the channel. One unformed clip was present in the jaws. The ratchet function was engaged. No other physical abnormalities. During functional testing, the ratchet function was disengaged. The clip in the jaws was fired on test media with proper formation. However the next clip did not load. Upon cycling the handle it was observed that the pusher bar was not properly catching the next clip for loading. The manufacturing assessment concluded that the unit was jammed or obstructed internally causing no further clips¿ loading, but during opening and closure it was released. The unit was received partially fired; therefore, it was firing during clinical procedure until failure was encountered. It was reported that there were issues with the loading or firing of the clips. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: prior to squeezing the handle to place a clip, confirm that it will be positioned free of other clips or other obstructions. Firing a clip over another clip may result in bleeding, lack of hemostasis, and/or damage to the instrument jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, there were issues with the loading or firing of the clips, such as the clip not appearing during use. Another clip applier was used to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.